Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H5: additional information/correction: product category is "app" and not wearable. H5 labeled for single use should be answered as "no". H6: type of investigation - additional/correction: product is against the app, even though tx info was provided as well, we would not use 3331 as an h6 investigation finding. App does not have lot number. Correct code is 4119. Please remove code 3331 in initial (B)(4).

Event description:
Subsequent to the initial MDR, correction is required.